Manufacturer narrative:
Logs showed the pump was delivering morphine 25.0 mg/ml at 4.502 mg/day and bupivacaine 20.0 mg/ml at 3.602 mg/day. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving bupivacaine [20 mg/ml] at a dose of 3.6 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation. The patient did not recently have an MRI (magnetic resonance imaging) and there was no magnetic interaction or emi (electromagnetic interference) with the pump. It was noted that the pump status and/or event log reported motor stall occurred on (B)(6) 2017 at 19:12 and was active. No symptoms were reported. It was indicated that the pump was being replaced at the time of the report on (B)(6) 2017 and would be sent back for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-05. It was reported that the patient¿s weight at the time of the event was unknown. It was noted that the product had been returned to the manufacturer. It was indicated that the information provided had been confirmed with the physician. No further complications were reported or anticipated.